Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h4, h6. Correction to fields: e1 (the facility name should have been ¿olympus¿, and the telephone field should have been left blank in the initial medwatch). E2, e3 (the fields for ¿health professional¿ and ¿occupation¿ were inadvertently left in blank, should have been marked as ¿no¿ and ¿non-health professional¿ in the initial medwatch.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was, a definitive root cause could not be determined. However, it is likely the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage at plug unit. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use:  ¿the instruction manual gif-1100 operation manual chapter 3 preparation and inspection describes how to detect for the suggested events.  The instruction manual gif-1100 reprocessing manual chapter 5 reprocessing the endoscope describes how to prevent for the suggested events.¿  olympus will continue to monitor field performance for this device."

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope the air/water tube and cylinder had foreign material. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.